Manufacturer narrative:
Phone number: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The events of granuloma, seroma-late, silicone migration are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: seroma-late, granuloma, silicone migration, rupture.

Event description:
Explanting physician reported "intracapsular rupture moderately collapsed with signs of extracapsular rupture¿, ¿minimum quantity of bilateral periprosthetic liquid¿ and ¿axillary siliconomas¿ diagnosed by MRI. Device remains implanted. This record relates to the left side.

Event description:
The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d.9, h.3, h.6. Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture-breast: observed, broken device assessed as fold flaw opening. Silicone migration-breast: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed.